Event description:
It was reported there was a revision due to a creo threaded set screw that was found loose post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections have been updated. B4, e1, h2, h6, h10.